Manufacturer narrative:
The reported pre-use check failure was confirmed during on-site troubleshooting performed by maquet field service engineer. This was corrected by replacing the air gas module which regulates the inspiratory air gas flow to the patient. The replaced part has been returned for investigation. During test of the returned air gas module in a reference ventilator, several tests failed during puc. During ventilation, alarms for high respiratory rate, high oxygen concentration and low expiratory minute volume were generated. The investigation showed that the failures were caused by a faulty delta pressure transducer. This pressure transducer is part of the flow measuring in the air gas module and its failure leads to inaccurate gas flow regulation. Microscopic inspection showed clear signs of dried stains on the chip inside the delta pressure transducer. Dried stains as well as corrosion could be seen on the tracks around the chip. Ocular inspection of the gas module showed that the filter housing was covered with white residues. This indicates that moisture has entered via the gas flow from the supplied air which damaged the delta pressure transducer. The conclusion is that moist air is the root cause of the air gas module's failure. According to the user´s manual maximum levels of water (h2o < 7 g/m3) in the supplied gases to the ventilator must not be exceeded. Received device logs show that the failure has occurred for the first time on (B)(6) 2017 and the date of event is updated accordingly.

Event description:
(B)(4).

Event description:
It was reported that the ventilator failed the pre-use check displaying a ¿system volume too large¿ error message. There was no patient involvement. Manufacturer reference #: (B)(4).